Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The device was removed due to the pump was no longer cycling.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of device malfunction was confirmed. Based on a review of all available information, the cause of the reported event was determined a pump malfunction as issues activating and deflating the pump could directly affect the functionality of the device. An investigation conclusion code of cause traced to component failure was chosen, as the reported events of pump malfunction were confirmed through product investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The device was removed due to the pump was no longer cycling.